Manufacturer narrative:
The t:slim user guide states that the infusion set must be replaced and rotated every two to three days, or more often if needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer does not rotate the infusion site on a regular basis. The customer changed the infusion set and resumed insulin delivery.